Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed customer experienced hypoglycemia with a blood glucose value of 66 mg/dl at the time of the event and reported the smartguard mode pump delivered a food bolus. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed and found that the insulin pump over delivered the insulin. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. The customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1886.

Event description:
Change reportability from ba15 to bz27 and rfr from ea18 to z101 as the case was not reportable, and there was no issue of over-delivering, as even in additional notes mentioned about only smart guard education through health care professionals, and clearly confirmed through carelink application there was visible bolus only, which does not alert for any over-delivery

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.